Event description:
On (B)(6) 2015 it was reported that the manufacturer's consultant could not interrogate a patient's vns with her programming system. She swapped her usb cable with the physician's and it worked fine. Therefore, the usb cable was returned for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2015 product analysis was completed on the usb cable which confirmed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.